Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and unique identifier (UDI) are unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported a pump stoppage occurred. The patient was not symptomatic and did not require admitting or treatment. Log files reviewed by the manufacturer's technical services confirmed the pump stoppage. Additional information has been requested but not provided.

Manufacturer narrative:
The hmii system controller was not returned for analysis and remains in use. The reported event of the patient experiencing pump stops was not confirmed, however the patient experiencing significantly lowered pump speeds that triggered the motor stop flag was confirmed via the provided log file. As the system controller was not returned, the root cause of the speed reductions was unable to be determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.